Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the surgery that occurred couple of months ago was not related to the devices/therapy. The device was not going to be returned. The provided information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's neurostimulator (ins) had been turned off for a couple months due to a surgery she had. It was working prior to turning it off for her surgery. Patient had not charged it or turned it back on since her surgery a couple months ago. The manufacturer's representative (rep) tried to connect ins to 8840 and was unable to connect as her battery was overdischarged. Patient would like to move forward with replacement. Surgical consult for battery replacement scheduled (B)(6) 2018. No further complications were reported/anticipated.